Event description:
The physician was placing a percutaneous endoscopic gastrostomy feeding tube. As the snare advanced into the stomach, and grasped with forceps, the snare detached fell into the stomach. The physician retrieved the snare loop with a retrieval basket sucessfully. The patient is in satisfactory condition.